Event description:
On 24/jun/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a dialysis related infection. Follow-up with the patient confirmed they presented to the emergency room with abdominal pain and was diagnosed with peritonitis. The patient admitted the cause of the peritonitis was due to them utilizing the restroom at night and not performing any hand hygiene before disconnecting or reconnecting. The patient stated their pd catheter (not a fresenius product) was removed due to the severity of the infection, and they have since transitioned to incenter hemodialysis (hd). Per the patient, they never experienced any difficulty with the liberty select cycler or any pd products they used. The patient is getting their antibiotics during hd and is recovering from the serious adverse events. Attempts to obtain additional clinical information (e.g., antibiotics, organism, patient demographics) from the patient¿s pd registered nurse were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, pd catheter (not a fresenius product) removal, antibiotic therapy, and transition to hd for rrt. The patient attributed the cause of the peritonitis to a lack of hand hygiene prior to disconnecting or reconnecting to the liberty cycler set to use the restroom. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a dialysis related infection. Follow-up with the patient confirmed they presented to the emergency room with abdominal pain and was diagnosed with peritonitis. The patient admitted the cause of the peritonitis was due to them utilizing the restroom at night and not performing any hand hygiene before disconnecting or reconnecting. The patient stated their pd catheter (not a fresenius product) was removed due to the severity of the infection, and they have since transitioned to incenter hemodialysis (hd). Per the patient, they never experienced any difficulty with the liberty select cycler or any pd products they used. The patient is getting their antibiotics during hd and is recovering from the serious adverse events. Attempts to obtain additional clinical information (e.g., antibiotics, organism, patient demographics) from the patient¿s pd registered nurse were unsuccessful.